Event description:
On 04/10/2024, zyno medical received a request for hex files for the pump, the device had failed the recommended flowrate after 3 minutes. No patient was involved as it was discovered during testing.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous (B)(4), on the device. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset range. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. This MDR was filed under the wrong MFR#. 3006575795 is the correct one for this device. The allegation that was reported is not a complaint as the device was not failing outside of pasing specification. This MDR submission is a duplicate. Please refer to MDR #3006575795-2024-00181 for complete information and details. Reference to complaint # (B)(4).